Event description:
It was reported that, "opened humeral 2 tray and sleeve that locks modular tips to handle was missing and not in tray."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.